Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the femoral artery. The 90% stenosed lesion being treated was located in the moderately tortuous and severely calcified proximal right coronary artery. Ivus was performed, pre-dilatation was completed with a 2.5 x 5 balloon and a 3.5 x 23mm stent was implanted. The 4.0 x 12mm quantum maverick balloon catheter being used for post-stenting was advanced to the target lesion when the balloon ruptured at 20 atm after being inflated for 30 seconds on the initial inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.